Event description:
The st. Jude medical rep phoned to report stored electrograms were exhibiting noise. Diagnostics indicated that the device had 30 aborted fib episodes due to noise and >255 noise reversions in the last month. The noise appeared to be cyclic which subsided during capacitor charging. Real-time electrograms appeared normal. The physician elected to replace the ICD due to this sensing anomaly.